Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H6 (investigation conclusions). Corrected data: h11.

Event description:
Na.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H6 (component codes), h11

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during use on the patient, the cardiosave intra-aortic balloon pump (iabp) unit failed to charge the batteries. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 event site email, e2 occupation, g1 contact person mfg site, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: d10. A getinge field service engineer fse spoke with the customer via phone. It was determined that the unit was not docked all the way into the cart. The customer's biomed reseated the unit correctly. The batteries then charged and the unit ran as intended. The customer performed the repairs. Per CAPA 326047 some users may not recognize that the cardiosave console is not fully inserted into the hospital cart even though there are redundant indicators on both the keypad and waveform display because there is no direct indication on the waveform display linking the battery status and the battery in use message to the docking status.

Event description:
Na.